Manufacturer narrative:
Product analysis: analysis was able to confirm the reported customer complaint, the programmer does not start due to a defective power supply. Analysis did not observe any smoke emitting from the programmer. All found defective parts were replaced an all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was emitting smoke after switching off the back part of the programmer and the programmer no longer worked. It was also reported that the user had a problem with fuses. The programmer was returned for service. There was no patient involvement.